Event description:
The customer reported that the image produced was too dark and unusable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image process controller needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.